Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that when they were trying to remove the guide wire from the dobbhoff feeding tube, the wire/stylet got stuck, which caused the blue part to detach injuring the nurse's hand. The nurse was attended to per their protocol of biological accident and is doing well. No further action was necessary.